Manufacturer narrative:
Investigation summary: 2 photos were returned for investigation. From the 1st photo, observed scale line printing on syringe barrel for non-printed syringe parts from the 2nd photo, observed damage on the syringe barrel. From the returned 2 photos, 1 of the photo observed scale line printing on the non-printed syringe parts and another photo observed damage on the syringe barrel. Scale line printing on syringe DHR review: a review of both syringe DHR and no abnormality during production was found. No similar defect was detected during qa outgoing inspection. No quality notification was raised for the reported batch. Confirmed: bd was able to duplicate or confirm the customers indicated failure mode. From the returned 2 photos observed scale line printing on the non-printed syringe parts and another photo observed damage on the syringe barrel. Is the product within specification? No. Probable cause could be barrel stuck at the out feed chute and during machine vibration the printed barrel parts drop onto the non-printed barrel collection bin. Damage on syringe parts probable cause could be at the apex printing machine, the transfer finger dial was loose causing the barrel to rub against the dial creating a dent on the barrel surface. CAPA# (B)(4) had been initiated to address on damage syringe. A CAPA ((B)(4)) has been opened 1. Revise the printing product changeover checklist ((B)(4)) to include clear parts from the machine and conveyor and block the out feed chute when running non- printed barrel parts. Train the team on the revised form. 2. Torque limiter that control the transfer finger dial alignment had been changed to prevent loosen.

Event description:
It was reported that the bd syringe slip tip had incorrect labeling and scale mismarkings. Found before use. No serious injury or medical intervention noted.